Event description:
The hospital reported that the endoscopic image was wet and blurry. The procedure was completed with a second scope. There were no injuries or complications associated with the event.